Event description:
Healthcare professional reported 3 days after injection with one syringe of juvederm voluma xc in the cheeks, the patient started developing hardness of the left side of the face, and that it was "red and totally inflamed," black and looks like necrosis" at the injection site." The patient has been treated with keflex, antibiotics, and steroids 4 days after injection by a healthcare professional other than the injector at the same office. Additionally, 9 days after initial treatment of symptoms, the patient was also treated with clindamycin. The symptoms are resolving. Further follow up with the healthcare professional indicates that the symptoms are "not going to resolve any time soon" and that the patient now has an abscess. Clindamycin seems the only thing the symptoms respond to for the time being. Cultures have been done, but "nothing will culture" and no growth has been observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, "red and totally inflamed," "black and looks like necrosis," and abscess are physiological complications and analysis of the device generally does not assist allergan in determining probable cause of these events. Post market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency > or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."